Event description:
It was reported that during a routine check this cardiac resynchronization therapy defibrillator (crt-d) was found to be in safety mode and exhibiting premature battery depletion (pbd) and oversensing. Subsequently, a replacement procedure was performed, the crt-d was explanted and successfully replaced with a new device. No additional adverse patient effects were reported. The device is expected to return for analysis.

Event description:
It was reported that during a routine check this cardiac resynchronization therapy defibrillator (crt-d) was found to be in safety mode and exhibiting premature battery depletion (pbd) and oversensing. Subsequently, a replacement procedure was performed, the crt-d was explanted and successfully replaced with a new device. No additional adverse patient effects were reported. The device is expected to return for analysis. Subsequent additional information was provided by the field representative that reported that during the generator replacement procedure, oversensing was observed on the crt-d and was determined to be electromagnetic interference (emi) in nature. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode and that critical therapy remained available. Review of device memory identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. The corrupted memory was corrected in the laboratory and the device reverted to normal operation. The cause of the memory inconsistency was not able to be determined through laboratory testing but was likely the result of exposure to radiation, either therapeutic or environmental.

Event description:
It was reported that during a routine check this cardiac resynchronization therapy defibrillator (crt-d) was found to be in safety mode and exhibiting premature battery depletion (pbd) and oversensing. Subsequently, a replacement procedure was performed, the crt-d was explanted and successfully replaced with a new device. No additional adverse patient effects were reported. The device is expected to return for analysis. Subsequent additional information was provided by the field representative that reported that during the generator replacement procedure, oversensing was observed on the crt-d and was determined to be electromagnetic interference (emi) in nature. No additional adverse patient effects were reported.